Event description:
A maude event report (B)(4), was rec'd from the FDA which stated that a hemodialysis pt report rapid heart beat, fainting and severe cramping during treatment. No further info will be available.

Manufacturer narrative:
Complainant contact info has not been provided, therefore, f/u attempts for add'l info cannot be performed. An MDR will be filed. The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the mfg process. The dry concentrate was manufactured to meet aami requirements using validated processes and released based on a determination that the finished product met those requirements. A supplemental report will be submitted upon completion of the physician's assessment of the reported info. Related MDR: 1225714-2014-02708.